Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that the patient was implanted on (B)(6) 2016 and the patient went home that same day and they got the flu right after implant which lasted for three days. Then on (B)(6) 2016 the patient went to have his staples removed but the healthcare professional (hcp) felt he had an infection. It was noted the patient had tenderness at the site of the staples and it was red around the incision. The hcp didn¿t want to remove the staples and decided to wait a week. After that additional week, the hcp removed all but six staples and then a week late the hcp removed the final six staples. The patient was put on keflex 500 mg three times a day for two weeks. It was noted that once all the staples were removed the hcp said the incision ¿looked good¿ although the patient reported it was still a little tender around that site, per the consumer. It was indicated that the infection was at the incision site and the patient experienced infection symptoms of redness and tenderness which was considered a sudden change in therapy/symptoms. The infection was confirmed but the strain was unknown. The infection was associated with implant and was noticed on (B)(6) 2016. Oral antibiotics were administered as intervention. It was reported that the infection was resolved and that the therapy was working for the patient and he was just healing from the implant at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.